Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed tubes connected to suction was kinked and too long. The suction tubing was shortened and reconnected, and the unit was returned to service. (B)(4).

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient involvement.